Event description:
The complainant reported that a 58-year-old female patient was implanted with an impella cp pump for mechanical circulatory support. During the course of support, the patient suffered from a thromboembolic stroke. Systemic heparin was halted per neuro recommendation to prevent conversion. Plans were made to wean the patient off the pump as tolerated following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary clinical information was not provided, the root cause of the stroke/cva could not be determined. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.